Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote service center (rsc) regarding a falsely depressed calcium (ca) patient sample result obtained on a dimension vista® 500 system. Siemens healthcare diagnostic headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the dimension vista® 500 instrument data files. Quality control (qc) and calibration results were within the customer's expected ranges. The instrument data is consistent with inadequate mixing due to a failing sample mixer. A siemens customer service engineer (cse) was dispatched to the site. The cse replaced the sample 1 (s1) mixer which resolved the issue. The system is fully operational. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely depressed calcium (ca) patient sample result was obtained on a dimension vista® 500 system. The falsely depressed patient result was reported to the physician. The same patient sample was reprocessed on an alternate dimension vista® 500 system. A higher reprocessed result, considered correct, was obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium (ca) result.